Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6;h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: eccentric position of the femoral head within the acetabular cup consistent with the reported bearing disassociation and displacement. A definitive root cause cannot be determined. The complaint was confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately 2 years post implantation of a right total hip arthroplasty, the patient was revised due to dislocation. The dislocated hip was due to a glute injury, which was initially repaired during the primary procedure. An attempt was made at a closed reduction of the hip; however, during the closed reduction, the bearing separated from the head and lodged in glute soft tissue. No additional information.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. D10: cat# 110024463 lot# 536020 g7 dual mobility liner 42mm e. Cat# 110010244 lot# 7210423 g7 osseoti 3 hole shell 52mm e. Cat# 010000999 lot# 6478740 g7 screw 6.5mm x 30mm. Cat# 010000999 lot# 7055643 g7 screw 6.5mm x 30mm. Cat# 00811400200 lot# 65179060 femoral stem 12/14 neck taper std. Offset size 2 130 mm. Cat# 00801102020 lot# 64590495 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter. Cat# 802202802 lot# 3068754 femoral head 12/14 taper 28 mm diameter +0 mm neck length. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.